Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2014 with the following findings: the black box shows on (B)(6) 2014 22:08 a replace cartridge alarm followed by loss of prime; deliveries resumed when pump was primed at 22:37. Four additional loss of primes were observed in the black box near end of pump use. There was no evidence of any call service alarms were observed in the black box or alarm history. An ezprime sequence and 24hr duration test were completed with no call service alarms or eaw's being duplicated. The total daily dose adds up correctly and reflects the users programmed basal rate. A delivery accuracy test was successfully completed. The pump was found to be delivering accurately and within required range. Removed the pump cover; no intermittent connections or moisture damage was observed. Unable to duplicate the complaint. The battery cap was not returned, a test cap used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a call service alarm (communication) issue. The reporter stated that the patient had a blood glucose (bg) of 349mg/dl with cold sweat. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The reporter stated that the patient also had a bg of 39mg/dl with a cold sweat. The patient did not receive any treatment above and beyond the routine care of diabetes management. The patient discontinued pump therapy. This report is being made due to the bg excursion the patient experienced due to an alleged call service alarm issue.